Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the complainant opened the vial to extract the seeds, there was a powdery black substance that spilled from the container . The reported event occurred before patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. The visual inspection noted black particulates in close proximity to the seeds. However, these particulates were not consistent with anything included in the manufacturing and order filling process. The origin of the black particulates was unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿brachysources are hermetically sealed in a welded titanium capsule consisting of unalloyed titanium, providing exceptional tissue biocompatibility."

Event description:
It was reported that when the complainant opened the vial to extract the seeds, there was a powdery black substance that spilled from the containiner. The reported event occurred before patient involvement.